Event description:
Information was received from healthcare provider via company representative (rep) regarding a patient (pt) with an implantable pump containing baclofen (unknown) for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that an account scheduled patient for refill. The healthcare provider stated they were unable to fill the pump due to significant resistance. During attempted aspiration, they expected to withdraw 3.6 ml from the reservoir but received less than 1 ml. Caller confirmed that the provider had no issues during the previous refill, and they were confident that needle placement was correct with full entry into the reservoir. The team attempted troubleshooting, including using an empty syringe to pull out potential air with no improvement and attempting a second refill kit, also without success. The patient was not experiencing any signs or symptoms of over- or underdose, and there were no alarms reported on the pump. Caller stated the pump has had issues in the past, but no history of hyperbaric treatment was reported. They also noted the patient weighs 105kg. The clinic attempted to refill the pump yesterday with the same resistance and had hoped the issue would resolve today, but the problem persisted. Technical services reviewed potential causes and considered recommending imaging and referral back to the surgeon for further evaluation of pump or catheter integrity. All information was documented, and no additional concerns were stated at the time of the call. Additional information was received stating that the pt went in through the emergency room today and they plan to do a dye study. Caller stated that she believed that they were going to replace the pump due to the refill issues yesterday but she was unsure exactly when. Caller inquired about programming a prime bolus after the dye study and how that might affect a flex step that was due to run soon; agent reviewed that the pump will first deliver the prime bolus then revert into the flex pattern when the bolus was complete. It was reported that the caller called back stating that they attempted to do a dye study but were unable to access because the pt had a seroma. Caller stated that the radiologist was of the opinion that the seroma may have contributed to the refill issues yesterday. Caller stated that another doctor may attempt to do the refill over the weekend. If they are not successful, they are likely to have surgery on monday but this was reported as tentative. Caller called back stating that the health care provider was able to complete a refill over the weekend with no problems and the pt was discharged. Pt had been scheduled for a pump replacement due to the refill issue but that was cancelled and the issue was deemed to be resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.